Manufacturer narrative:
The reported field event of high defibrillation impedance, high pacing impedance and r-wave amplitude variation were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the device implant procedure, high, out of range, defibrillation impedance and pacing impedance were observed. Out of range ventricular sensed amplitudes was also noted. The parameters values were stable when checking with pacing system analyzer (psa). The device was not implanted and was replaced. All of the values were normal. The patient was discharged.